Manufacturer narrative:
The complaint could not be confirmed. Upon request of additional product information (i.e. Lot number, reference number, UDI information) and patient information (i.e. Reason for initial surgery, cause of death) the clinician stated to the sales representative that he will not provide any additional information. As a result collagen matrix, inc. Cannot confirm if the duramatrix onlay plus product was actually used or whether the product contributed to the patient death.

Event description:
The clinician informed the sales representative that a patient was brought back for revision surgery due to subdural hematoma. The clinician stated that during the initial surgery a drain was placed between the skin and the dura membrane but no fluid has drained. The patient passed away.